Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, occlusion alarms occurred. During troubleshooting with technical support, the pump was reset, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.